Event description:
The customer reports that while dilating a stricture located in the patient's left main bronchus for possible stent placement in an older female patient, a blood vessel was perforated and the patient started hemorrhaging profusely. A code was called, and life-saving protocols were initiated without success. The patient expired due to extreme blood loss/hemorrhaging same-day. The balloon dilatations started at 15atms. The highest inflation/atms reached is currently unknown. The physician stated the patient was at high risk due to the stage 4 lung cancer diagnosis.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be located and returned, the investigation will be reopened.